Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a failed battery test alarm. Customer also received a no delivery alarm. Customer's blood glucose was unknown. Customer took out battery due to alarm and replaced and received a battery out limit alarm and another failed battery test alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No delivery alarm, no failed battery alarm, no battery out limit alarm and no weak battery alarm noted. No cosmetic damage noted.